Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the fundus of the stomach during a gastroscopic ligation of esophageal varices procedure performed on (B)(6), 2021. During the procedure, when attempting to deploy the bands, it was noticed that the bands were adhered together and could not be deployed. The device was removed, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the speedband superview super 7 device was used in the fundus of the stomach. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction, and the reported anatomy location is not describe in the indications for use.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable issue of bands unable to deploy. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Additional information: e1(initial reporter facility address), b5 (describe event or problem)

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the fundus of the stomach during a gastroscopic ligation of esophageal varices procedure performed on (B)(6), 2021. During the procedure, when attempting to deploy the bands, it was noticed that the bands were adhered together and could not be deployed. The device was removed, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the speedband superview super 7 device was used in the fundus of the stomach. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction, and the reported anatomy location is not describe in the indications for use. ***additional information received on (B)(6), 2022*** it was reported to boston scientific corporation that the correct anatomy location was in the gastric venous, and there was no difficulty experienced upon setting up the device.